Event description:
It was reported by service report that the bed needed a new cpu board installed because, there were no functions from the foot board. No patient involvement or adverse consequences are reported.